Manufacturer narrative:
With review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported event. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities; including the patient's recent history of decreased hematocrit levels and subtherapeutic international normalized ratio (inr). Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleed is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. Device remains implanted.

Event description:
It was reported from the clinical study database that this patient was admitted to the hospital for treatment of gastrointestinal (gi) bleed with blood loss anemia. The patient presented with decreased hemoglobin & hematocrit (h&h) levels, increasingly dark stools; and a history of lightheadedness and dizziness. He denied hematemesis and previous history of bloody stools. Lovenox and aspirin were held on admission. On (B)(6) 2016 the patient was transfused two units of packed red blood cells and was administered intravenous (IV) protonix and carafate. Upper endoscopy results were negative for acute bleed. The patient was ordered to have serial complete blood cell count drawn with orders to transfuse if hematocrit was less that 27. The patient was restarted on aspirin and bridged with warfarin, and heparin infusion with a prothrombin time (ptt) goal of 60-90. He was discharged on (B)(6) 2016 in stable condition.